Event description:
It was reported that a small volume infusor experienced a leak from an unspecified location. This was identified during patient use at the patient's home. The device's reservoir was not ruptured. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 3, 2014 to november 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation without fluid in its reservoir or package that contained the unit. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.